Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer was hospitalized due to diabetic ketoacidosis. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.